Manufacturer narrative:
The device was subsequently returned for testing. Upon receipt at our post market quality assurance laboratory, analysis confirmed this device was operating in a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. The cause of the device behavior was concluded to be software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that the latitude system detected a red alert from this device due to device being in safety mode. The patient is receiving radiation therapy for prostate cancer and has two more weeks of radiation treatments.

Manufacturer narrative:
The device was subsequently explanted and replaced for normal battery depletion. The device was not returned for evaluation.

Manufacturer narrative:
A boston scientific technical services consultant suspects the safety core reset is due to the radiation therapy. The caller stated that the plan is to finish radiation and then replace the device. This product issue will be updated if additional information is received.